Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional was able to complete the procedure in the original planned surgery session. The healthcare professional explanted the iol from the eye following pc tear. The iol was exchanged for a ma50bm and an anterior vitrectomy was performed. The healthcare facility reports that the lens flipped during implantation resulting in pc tear. Possible root causes of pc tear include the plunger being advanced too quickly and the plunger being force when jammed resulting in an explosive expulsion of the lens from the injector system. Rayner has contacted the healthcare facility to obtain additional information on this case in order to facilitate further investigation of the event. At this time, no product information has been received and it is therefore currently not possible to carry out a review of production records or to perform trend analysis.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of an unspecified rayner device. The event description provided states "lens when injected flipped over and caused pc tear."